Manufacturer narrative:
(B)(4). Explantation of the intraocular lens in a secondary procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the intraocular lens (iol) was explanted due to a different diopter was needed. A new lens was replaced and the surgeon did not have to make an extra-large incision to remove the initial lens. In follow-up, it was reported that the lens was implanted on (B)(6) 2015 and explanted the next day on (B)(6) 2015 and replaced it with a new lens. No further information was provided.

Manufacturer narrative:
The manufacturing records for the intraocular lens were reviewed. The tecnis toric acrylic 1-piece intraocular lens was released and there were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. Similar complaints on same order number were not found in the search that was executed. No other complaints to date were found in the search. During the manufacturing record review of the production order for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. The intraocular lens was returned to the manufacturing site for investigation. Visual inspection using a microscope at 12x magnification shows the lens identified as a tecnis toric acrylic 1-piece intraocular lens because of the type of haptics and the presence of marking holes. The lens is damaged and incomplete, most probably to make explant possible. Considering the condition of the returned lens, additional analysis was not possible. All pertinent information available to abbott medical optics has been submitted.